Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2012. Results of analysis will be developed in a f/u report.

Event description:
The valve was implanted on (B)(6) 2012. Pressure set for 110mm h2o. On (B)(6) 2012 changed to 70mm h2o. On (B)(6) 2012 changed to 30mm h2o. Despite the settings, no drainage was observed. The doctor would like to know the reason of this incident.